Event description:
The customer noticed multiple assays were repeating due to data flags on the results. When the samples repeated, some values were different. He tested qc and found that it was out of range for the majority of the assays. He repeated approximately 60 samples on another cobas c702 analyzer. Of the data provided for one patient sample, only the glucose hk gen.3 result was discrepant. The initial result was 154 mg/dl. The repeat result was 255 mg/dl which was believed to be correct. It was unknown if any erroneous results were reported outside the laboratory. The customer stated there may have been corrected reports, but was uncertain how many. The customer was not aware of any adverse event. The reagent lot number and expiration date were requested, but were not provided. The customer stated the cover was "popped off". He reseated the cover, but then noticed it was "popped off" again. The supervisor noticed that one of the probes was stuck in the upper position. The field service representative found there was a mechanical error and the cell rinse nozzle was stuck in the up position. Upon his arrival, the customer had already replaced a defective cell rinse nozzle and spring holder which was preventing the nozzle from retracting downward. He verified the rinse mechanism and adjusted the fluidic dispense. He verified the instrument overview was good and noted no further problems. An instrument precision check passed and the customer successfully ran calibration and controls with results near the mean values. He determined the instrument was performing within specifications.

Manufacturer narrative:
.